Event description:
Complaint record being cancelled as it is a duplicate to tw# (B)(4) ;mfg report number 2249723-2024-01837.

Manufacturer narrative:
Complaint record being cancelled as it is a duplicate to tw# (B)(4) ;mfg report number 2249723-2024-01837. Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.